Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection revealed the following: visual examination of the received products shows that they are visible in a used condition, as fine scratches on the joint tread shown at the talar dome, which are most likely are result from removal. Furthermore, the implant has white residue around the talar stem, based on that we are not able to separate those two parts. The residue is most likely bone tissue. In addition, the parts are in a good condition, including an intact plasma coating. Dimensional inspection, the measurements taken are all within accuracy. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient underwent a device explant surgery due to talus loss of bone. The patient received a cement spacer.

Event description:
It was reported that the patient underwent a device explant surgery due to talus loss of bone. The patient received a cement spacer.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.